Event description:
It was reported that during a hemiorrhoidectomy procedure, the staple was malformed. Additional suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/11/2008. Info anticipated, but unavailable at this time.